Event description:
This rv lead was explanted due to high thresholds. The physician complained of a high rv capture threshold of 2.5v@1.5ms. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found capped 40cm proximal to the lead tip. Only the distal fragment was received for analysis. The proximal fragment including the is-1 connector pin was not returned. The performance of the lead fragment was scrutinized, including a visual inspection. The analysis revealed abrasion marks 34cm and 6cm proximal to the lead tip. The abrasion was consistent with exposure to constant friction against the generator housing and constant friction against another implantable device such as a nearby lead. Diagnostic images clarifying this assumption were not available. However, the insulation was not breached and these marks are not assumed to be the root cause of the reported high threshold. Damages such as a cut into the insulation 3cm proximal to the lead tip, most likely occurred during the extraction procedure. A thorough analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.